Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the gear train of the pump motor and that there was a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(6) 2017: hydromorphone with concentration 7.0 mg/ml at a dose rate of 1.0049 mg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) via the return paperwork clarified the healthcare provider (hcp) reported there were variable levels of too much medication left in the reservoir at refill. There was no patient injury and the patient¿s status after the device was removed was ¿recovered without sequela.¿ the reason for device removal was noted as battery depletion. A rotor and dye study were not performed. No further complications were reported/anticipated or expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the doctor has been removing more drug than expected at refills. The amount removed and the date of the refills was unknown. The cause of the volume discrepancies was unknown. It was noted that the pump was replaced due to normal elective replacement indicator. It was noted that the issue was resolved at the time of the report. The pump was replaced on (B)(6) 2017 and the healthcare provider wants the pump evaluated. At the time of the report it was noted the patient status was "alive-no injury." No further complications were anticipated/reported.